Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right atrial (ra) lead. The impedances have been out of range since before (B)(6) 2017 and the values have been greater than 2000 ohms. At implant, the impedance values were 935 ohms. At this time, the products remain in service. No adverse patient effects were reported.